Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, while impacting the tibia, a small nondisplaced crack developed through the tibia. Two screws with a washer were placed to prevent further propagation.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical der states patient's bone was fractured during surgery.

Manufacturer narrative:
Update 02/14/2017--x-ray images received. X-ray views dated (B)(6) 2016 were provided for review. The provided x-ray views were pre-primary surgery and did do not add value to complaint confirmation or identification of root cause. No product contribution to the reported event was identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.